Manufacturer narrative:
Onsite testing of the involved devices on october 21, 2014 by a spacelabs field service engineer confirmed the involved equipment worked to specifications. The testing was witnessed by a facility staff member. Patient retrospective data for this event was provided by the customer and evaluated by a spacelabs software engineer. This data documented that both ECG leads monitoring the patient were of poor signal quality and episodically very noisy. Additionally, the amplitude of the ECG was frequently very small. The ECG algorithm which processes the ECG signal in the command module detected these noisy, small signals as artifact and went into noisy signal shutdown to prevent false alarms from the monitor. During this state, ECG processing is suspended. The module was in this state when the event started at 09:33:15. When the artifact subsided enough for processing to resume, a high heart rate alarm was generated at 09:33:35. As identified in the clinical parameters manual for these devices, a noisy signal message displays in the ECG waveform zone of the monitor if noise is detected during ECG signal processing in the module. If both the first and second leads are noisy, the manual makes clear that the module suspends ECG processing temporarily. If the noise persists for 10 seconds, the system initiates an alarm at the monitor. The displayed alarm message and audible alarm cease when the signal noise disappears. We also note that, separate and apart from the suspension of ECG processing due to noisy signals, the data received from the patient would not have been classified as vtach. The qrs duration of the ECG complex during the event was too narrow to be consistent with vtach. Coincidentally, the patient¿s oxygen saturation value remained normal during the event which is also inconsistent with a vtach episode. The monitor alarmed for high heart rate since the detected beats met the high rate threshold and were classified as dominant based on patient history. In conclusion, the monitor alarmed in a timely manner to alert the clinicians of a change in rhythm despite very poor signal quality and small amplitude ECG waveforms. This report is considered final and the issue is closed. Placeholder.

Event description:
Spacelabs received a report that a patient monitor, model 91393 with command module model 91496, failed to alarm for ventricular tachycardia (vtach) at 09:33:15 a.m. On (B)(6) 2014. The monitor did alarm for high heart rate. No patient injury was reported.